Manufacturer narrative:
Concomitant medical product: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2020 product type catheter pro duct ID 8709sc lot# serial#(B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2020 product type catheter h6; patient codes have been updated to include c50535. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6), additional information was received from the patient. The patient reported that at christmas time, they started having pain and stinging near the pump. They did a dye study and found out the medication was not getting into the catheter and was leaking into his body. The patient stated they did not replace the catheter until 3 months after, so he completely detoxed off the fentanyl and was now dealing with "constipation with a vengeance". The patient stated they were no longer seeing the hcp. The hcp kept cutting his medication and he was getting other pain medication from another hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was reported the healthcare provider (hcp) had not helped with this. It was noted this was the third pump they had installed, and the pump was not delivering medication. It was reported the patient would just talk with his lawyer. The patient was redirected to the hcp. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Update: the previously applied device code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient¿s weight at the time of the event was unknown. Regarding the report of during a dye test the drug was not being released properly, it was clarified that the catheter was blocked or possibly fractured. A catheter dye study had been attempted and there was no cerebrospinal fluid. Regarding the report of the pump may be releasing drug into his body instead of his spine, the date of the event was unknown, described as possibly months or years ago. It was indicated that the pump had to be putting the meds somewhere as it was not his csf. It was indicated that there were no known external/environmental/patient factors that may have caused or contributed to the issue, but the patient was not reporting increase in pain until they found out the catheter was not working. It was reiterated that regarding the cause of the drug not being released properly, pump was not delivering medication, and patient symptoms, that the catheter was either fracture or blocked. The event was related to the catheter issue. A catheter replacement procedure was pending authorization by workman¿s compensation. The issue was not resolved. The current status of the device was indicated as being not applicable. The patient was described as fraught with anxiety and addicted to opiates. The patient was of another physician who had sent the patient to them when the other physician retired. The patient was taking 16 pain tabs plus benzos on top of the pump. The patient was noted as having been mad as his pain was worse because they told him to get off all of those meds.

Manufacturer narrative:
H6 update: the previously applied patient code c50526 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). It was indicated that the cause of the event was the catheter was fractured. The hcp believed that it had been fractured for a while. The patient did not have withdrawal. It was noted that the patient came to them from their former physician on a pump plus 16 opiates pills per day with 4 times max per day. Regarding the current status of the explanted catheter components, it was noted that it was the same as any other fractured catheter regarding having gone to pathology or trash; the hcp didn¿t recall. It was indicated that a manufacturer representative told the hcp that the patient¿s prior physician probably didn¿t have a patent catheter with the last pump replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 30-mar-2008, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl and compounded baclofen (concentration and doses unknown) via an implanted pump for spinal pain. It was reported the patient had been noticing over a period of time that his pain levels had been increasing that his spasms were getting worse, so he went into see his doctor and a dye test was done today ((B)(6) 2019). It was found that the drug was not being released properly. It was noted his doctor did not want to "flush out" the catheter because that could give him a dangerous dose and the doctor planned on replacing the pump. It was further reported ¿at this point in time the pump may be releasing drug into his body instead of his spine because the last 3-4 months he had been taking all his medications that still were not helping. The patient¿s spasms came back in june or july and just keep getting worse. It was also reported the same catheter from 2006 was still in his body. It was noted ever since his previous doctor retired in (B)(6) 2019 they had been "yanking" away his medications and weaning him off. The patient was taken off dilaudid cold turkey which caused him to go into a week of withdrawals by himself. It was noted they were also cutting his narcol and taking it away from him and now with the pump issue he was having there was no sense in telling when he actually got his last dose of drug. The patient had been bed ridden for the last three months because of these issues. The patient was to follow-up with the healthcare provider (hcp). The patient reported he was getting the pump replaced. The event date was (B)(6) 2019 (year valid). No further complications were reported/anticipated or expected.